Event description:
The manufacturer received information alleging a "ovc broke off inside the machine". There was no harm or injury reported. The device was received and evaluated by the manufacturer. While the reported allegation was not confirmed, a review of the log files showed a "cell undervoltage" error generated from a battery cell under-voltage inside the battery pack.